Manufacturer narrative:
On 1/29/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where a hemostatic valve separation issue occurred. It was reported that the hemostatic valve dislodged from the carto vizigo¿ 8.5f bi-directional guiding sheath - small. While the scrub technician was prepping the sheath, the hemostatic valve dislodged. It was reported that the scrub technician prepared the sheath correctly. There was no patient consequence reported. Device evaluation details: a visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due the conditions observed in the hemostatic valve conditions, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/20/2020, biosense webster, inc. Received additional information regarding the event. It was reported that while the scrub tech was prepping the sheath the hemostatic valve dislodged inside the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - small sheath. It did not detach from the sheath. No air was introduced into the body. No percutaneous or surgical removal or any other intervention was required. The hemodynamics were not compromised. No blood was lost. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001080 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where a hemostatic valve separation issue occurred. It was reported that the hemostatic valve dislodged from the carto vizigo¿ 8.5f bi-directional guiding sheath - small. While the scrub technician was prepping the sheath, the hemostatic valve dislodged. It was reported that the scrub technician prepared the sheath correctly. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as a MDR reportable hemostatic valve separation issue.